Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that during a hip arthroscopy the burr was shedding, suction was used. No patient injury was reported.